Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic anterior resectioning procedure, while attempting to staple the rectum, the device did not fire. Another handle was used with the same loading unit. The loading unit fired, but it was extremely difficult. The surgeon was able to press the green button and squeeze the handle. The distal staple line was incomplete and needed to be fixed using sutures. Multiple resections were done, and each reload was difficult to fire and resulted in incomplete staple lines. They tested the handle with differing reloads and it worked fine. A new reload was used to complete the case. No known patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the patient recovered and is home following the procedure.